Event description:
Boston scientific received information that a system revision was pending due to infection for a patient with this model lead. There was no additional information immediately available. A boston scientific field representative has been contacted to try to identify the products and obtain any additional information regarding their status.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.